Event description:
It was reported via edwards sales representative that a mitral bioprosthetic valve was explanted after an implant duration of approximately 9 years due to mitral stenosis and calcification.

Manufacturer narrative:
Evaluation: method = device not returned to the manufacturer. Additional manufacturer narrative: multiple attempts to obtain patient records through the healthcare provider have been unsuccessful; however efforts are ongoing to obtain both records and the device return. Stenosis of an implanted valve causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. There are many causes for stenosis; in this case, calcification was reported, but cannot be confirmed without evaluation of the valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. Additional information will be reported as received.

Event description:
The operative report received confirmed the reported mitral stenosis. The following was noted: "the right femoral artery had patchy areas of calcification. There was significant adhesions in the chest. The ascending aorta was soft to palpation. The bioprosthetic mitral valve was heavily calcified, fairly restricted with motion. The patient tolerated the procedure well and there were no complications."

Manufacturer narrative:
Although the healthcare provider did not release the valve for evaluation an operative report was provided. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.